Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 13-sep-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 04-sep-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following implant surgery with the lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI), the patient experienced new weakness in the legs, difficulty with bowel movements, difficulty initiating and maintaining urination, walking difficulty, immobility, loss of balance, and new pain unrelated to baseline. These symptoms have been ongoing since the implant surgery, with the weakness reportedly improving, but the bowel and bladder symptoms emerging as new issues during the week of reporting. The physician noted concern about the combination of symptoms and stated that nerves were ¿tickled¿ during the implant procedure. A thoracic magnetic resonance imaging (MRI) was ordered, with plans for a 3t MRI to be conducted that week. The patient remained alive with injury, and the issue was ongoing at the time of reporting. The manufacturer representative (rep) indicated they would send any further information as they become aware.